Event description:
A customer reported a high blood glucose level of 522 mg/dl. In response, the customer administered a correction bolus via their pump and was assisted by cts in updating their basal rate settings. Cts recommended the customer consult their healthcare provider to discuss factors affecting their blood glucose levels and advised replacing supplies as necessary before resuming insulin use.